Event description:
Health care professional (hcp) reported pt (pt) receiving hemodialysis treatment (tx) on 550 device. Hcp stated transmembrane pressure reading on device was 0. Ultrafiltrate controller (ufc) recorded more fluid removed than goal set. No further info was available by facility regarding this event.